Manufacturer narrative:
The field service engineer determined the issue was caused by the measuring cell as performance testing had failed. Probes and tubing were replaced. Performance testing was run again and passed. The customer calibrated, ran controls, and then repeated the complained samples. Results from the complained samples were relatively close to the correct value. For the last calibration performed on (B)(6) 2019, there were no alarms on the calibration and calibration signals were slightly lower than expected for one level of calibrator. Quality controls were within range, showing no indication of a reagent or instrument performance issue. The reporter did not use rack adapters required for 13 mm. Diameter tubes. The centrifugation speed appeared to be too fast for the tube type. The reporter noted that they found microclots in the sample tube and that tubes were not being mixed well enough. The investigation determined the issue was resolved by the service actions.

Event description:
The initial reporter stated that they received questionable results for three patient samples tested for multiple assays on the cobas 6000 e 601 module between (B)(6) 2019. Of the three samples, one had a discrepant result for the elecsys total psa immunoassay. The sample initially resulted with a value of < 0.04 ng/ml accompanied by a data flag and this value was reported outside of the laboratory. The result was questioned by the physician, so the sample was repeated. The repeat result was 4.45 ng/ml and this value was believed to be correct. The psa reagent lot number was 35108001, with an expiration date of 31-dec-2019.